Manufacturer narrative:
Beckman coulter (bec) customer technical support (cts) advised the customer to perform a test to assess the dilution performance of the instrument, which failed. A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse replaced the pipettor tip, tubing, aspirate probes, red and white fitting, as well as aligned the reagent pipettor. Associated MDR: 2122870-2014-00437.

Event description:
The customer reported inconsistent beta human chorionic gonadotropin results for two patient samples on two dates on a unicel dxi 800 access immunoassay system. The patient samples were tested for both total-beta human chorionic gonadotropin (tbhcg) and diluted total-beta human chorionic gonadotropin (dil-hcg.) The customer stated that there may have been two additional occurrences of inconsistent tbhcg and dil-hcg results, but did not provide any further details. This MDR reports the results generated on (B)(6) 2014; on (B)(6) 2014, the tbhcg and dil-hcg results for one patient were greater than and less than the reference range, respectively, on an initial analysis. The sample was reanalyzed on the same instrument and on an access 2 immunoassay system in the laboratory; the access 2 immunoassay system result was believed to be correct and reported out of the laboratory. The customer did not provide any instrument printouts of sample results. There was no change to patient treatment in association with this event.